Manufacturer narrative:
.

Event description:
Additional review of the information found short circuits were reported on all contacts on one side. All monopolar readings were 120 ohms and bipolar readings were 28-29 ohms. Therapy impedance was 132 ohms. Historical impedance values were not available and it was noted that the neurostimulator was "just put in." The health care provider wanted to wait for the neurostimulator to deplete prior to surgical revision due to the patient's parkinson's disease. No further information was not available.

Event description:
It was reported that low out of range impedance values were measured. The patient was receiving therapeutic benefit. There were no falls or trauma associated with this event. The possibility of a short circuit was mentioned as well as a potential surgical revision. Additional information has been requested, but was not available as of the date of this report.